Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information concomitant medical products: stent: xience alpine 2.5x33mm, guide cath: hyperion, guide wire: sion. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted coronary dilatation catheter, trek rx instructions for use (IFU) states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion in the mildly tortuous, heavily calcified, 90% stenosed, mid left anterior descending (lad) coronary artery. A 2.25 x 15 mm nc trek balloon dilatation catheter (bdc) was advanced with no resistance felt to the lesion, at which time the device was prepped (air was pulled). Upon the first inflation to 6 atmospheres the balloon ruptured. The bdc was removed from the anatomy and a 2.50 x 15 mm nc trek bdc was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.